Event description:
A staffmember received a fingerstick from a lancet. The contact was asked to return all stock for evaluation. Replacements were provided. Customer was invited to call 24/7 with future questions/concerns.